Event description:
Pt admitted to endoscopy with pre-operative diagnosis of gastroesophageal reflux disease with history of lower esophageal stricture with mild dysphagia. Endoscopy was done with olympus hd video gastroscope and dilatation with a 20 mm. Bard balloon dilator. Per surgeon's notes: "I passed into the duodenum and past the duodenal sweep, and into the distal duodenum and this all had normal appearance to it. I then pull back slowly. I got into the lower esophagus. I did some biopsies to look for evidence of eosinophilic esophagitis and then I passed a 20 mm bard balloon dilator. I blew it up to 25 mm/hg; held that for about 30 seconds and then deflated it. There was not significant bleeding at this time. I then blew it up to 37, which is stage 2. At this point it appeared that there was some splitting of the mucosa and so I deflated it quickly and deflated the balloon and pulled it out. I looked at the mucosa and it appeared to be split, but there did not appear to be a through and through split of the esophagus. At this point I aspirated air out of the stomach and the esophagus and removed the scope." In another section of his notes the surgeon records "immediately post-op she was doing okay, but then after a short time, she had chest discomfort on a scale of 3/10. I went ahead and got a chest x-ray that showed pneumomediastinum. I made her npo and started IV antibiotics. I went ahead and got a cat scan and this showed no evidence of a leak, however after about 3-4 hrs of observing her, her heart rate started going up into the 90's and because of her elevated heart rate as well as chest pain, I felt it was best to send her where if they had to do surgery urgently or drain something, that they could do that." Pt was transferred by ambulance to a tertiary hospital for continuing care. On (B)(6) 2012, note by the surgeon following a telephone conversation with the pt reported that she was observed at the tertiary facility for 4 days, had 2 contrast studies that showed no evidence of a leak and the pt was discharge home with medication management and a f/u appointment with the gastroenterologist. Conmed eliminator 20 mm balloon dilator was used for the procedure. There is no evidence in surgeon's notes or from any other source of equipment problems of any type either with the gastroscope or the balloon dilator. The surgeon is experienced with this procedure and this equipment. An esophageal perforation complication is a known risk of this type of procedure.